Event description:
It was reported that the customer experienced constant high blood glucose levels. The most recent blood glucose reading was 237 mg/dl before the customer ate a meal. The customer did not exhibit any symptoms of high blood glucose and treated with manual injection. He stated that at one point his blood glucose reading was close to 400 mg/dl. He noticed a crack in the insulin pump screen. Upon observation, he stated that it did not feel cracked when he felt it with a fingernail, although it was visible. He was assisted with changing some settings on the insulin pump. He was advised to confirm the basal rates with his doctor. During the fill tubing process, the customer reported that insulin did exit the tubing. No further assistance was necessary. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.